Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that ar-9811 apollorf mp90 aspirating ablator buttons started to heat up. Then, the device made a "zap" sound, causing the towers, monitors, and console to shut off. The patient was not affected. This was discovered during an unspecified procedure with no reported patient harm. Additional information received on 2/5/2024: the case was completed using another rf console. This was discovered during a shoulder arthroscopy.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The device(s) were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is misuse by an abnormal user, specifically connecting arthrex devices with unauthorized accessories and/or not using a supply main with a protective earth terminal. The complaint allegation was not confirmed.